Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 05/2014- reuse, electrode belt (B)(4): 12/2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The response buttons were pressed after the treatment was delivered. The patient was taken to the emergency room and continues to wear the lifevest. There is no additional info available about this event.